Event description:
It is reported that the patient experienced pain and various exploratory surgeries. The patient was revised due to trunion wear of the stem and signs of corrosion.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.